Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited respiratory rate trend (rrt) sensor noise and oversensing on the right atrial (ra) lead. It was also noted that there were intermittent high out of range pace impedance measurements greater than 3000 ohms on the ra lead. The ra lead is not a boston scientific product. The boston scientific field representative indicated that they would recommend to the device following clinic to program off the rrt sensor. Boston scientific technical services also discussed performing routine troubleshooting to determine if there is a specific ra lead issue or a device header spring contact issue, specifically performing isometrics, serial impedance measurements and checking for noise. The products remain in-service. No patient symptoms or adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).